Event description:
Additional information was received from a device manufacturer representative (rep). The patient was being referred to the neurosurgeon for replacement of the pump. The motor stall was logged as a single event and was noticed by the managing physician at the patient's refill appointment.

Event description:
Information was received from a company representative regarding a patient who was receiving bupivacaine (concentration 5 mg/ml, dose 1.8 mg/day). A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging (MRI). The patient came in for a refill and an active motor stall was seen when the pump was interrogated. The motor stall occurred on (B)(6) 2016 2:48, the patient was in bed sleeping at the time that the stall occurred. The patient was hurting worse, it was noted that the patient had been hurting worse for the past 2-3 weeks. The company representative was going to review the recommendation to replace the pump with the managing physician

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.